Event description:
It was reported to technical services on (B)(6) 12 that this fidelis lead will be capped due to loss of capture. This lead was implanted on (B)(6) 2006. They are working with dr. (B)(6) at (B)(6) hospital in (B)(6). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).